Manufacturer narrative:
(B)(4). Operator of device unknown. A sample is anticipated but not yet received. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported white flakes were noted in tpn solution pumped into an eva bag. Where in the process the event was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.